Event description:
The customer observed false negative architect syphilis tp results for one patient. The following data was provided: (B)(6) 2021 sid (B)(6) (lot 21297be00) the patient was drawn for antenatal and generated a reactive result of (B)(6) s/co that was confirmed at the reference laboratory (B)(6) 2021 sid (B)(6) (lot 24362be00) the patient was drawn at sexual health and generated a nonreactive result of (B)(6) s/co. (B)(6) 2021 sid (B)(6) (lot 24362be00) generated a nonreactive result of (B)(6) s/co. On (B)(6) 2021 the laboratory was made aware of the discrepancy and repeated the original sample from june which generated a reactive result of (B)(6) s/co (lot 25444be00). The sample from july was discarded and could not be repeated. (B)(6) 2021 sid (B)(6) (lot 25444be00) generated a nonreactive result of 0.89 s/co. (B)(6) 2021 sid (B)(6) (lot 25444be00) the patient was drawn for antenatal and generated. A nonreactive result of (B)(6). S/co, the sample was sent to a reference laboratory which generated a reactive result. Additional data was provided: trinity biotech captia ta eia total treponemal antibody = positive fujirebio tppa = positive (B)(6). Axis shield rpr = negative no impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-42 has a similar product distributed in the us, list number 8d06-31/-41.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review for lots 24362be00 and 25444be00 did not identify any non-conformances or deviations with the lot and complaint issue. In-house testing of a retained reagent kit of the complaint lots was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lots generate the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lots 24362be00 and 25444be00 were identified.

Event description:
The customer observed false negative architect syphilis tp results for one patient. The following data was provided: (B)(6) 2021 sid (B)(6) (lot 21297be00). The patient was drawn for antenatal and generated a reactive result of 1/12 s/co that was confirmed at the reference laboratory (B)(6) 2021 sid (B)(6) (lot 24362be00) the patient was drawn at sexual health and generated a nonreactive result of 0.88 s/co (B)(6) 2021 sid (B)(6) (lot 24362be00) generated a nonreactive result of 0.97 s/co on (B)(6) 2021 the laboratory was made aware of the discrepancy and repeated the original sample from june which generated a reactive result of 1.15 s/co (lot 25444be00). The sample from july was discarded and could not be repeated. (B)(6) 2021 sid (B)(6) (lot 25444be00) generated a nonreactive result of 0.89 s/co (B)(6) 2021 sid (B)(6) (lot 25444be00) the patient was drawn for antenatal and generated a nonreactive result of 0.89 s/co, the sample was sent to a reference laboratory which generated a reactive result. Additional data was provided: trinity biotech captia ta eia total treponemal antibody = positive. Fujirebio tppa = positive 1:160. Axis shield rpr = negative. No impact to patient management was reported.